Event description:
It was reported patient underwent surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7168840.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.